Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the programmer would stop working. The programmer passed incoming testing and no new errors found in the logs. It was indicated that a printer button was out of specification. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stopped working during a patient check. The programmer was returned for service. No patient complications have been reported as a result of this event.